Event description:
It was reported that a clearlink system secondary medication set leaked at the connection to a non-baxter luer lock connector. The issue was identified after preparation with cisplatin. The nurse noted a small amount of liquid spilled in a ziplock bag that the dose was transported in. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.